Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue and root causes have been identified. As a result, corrective actions have been established and implemented. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. However, further investigation activities have been conducted and the most likely root cause has been identified. As a result, corrective actions and procedures have been implemented to mitigate further occurrences. Root cause description: although no samples or photos were available for evaluation, bd has initiated further investigation the most likely root causes and corrective actions have been implemented. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® serum blood collection tubes were missing label information. No serious injury or medical intervention.